Event description:
The customer observed falsely depressed alinity I tsh results for multiple samples. The following results were provided: (customer provided normal tsh results 0.35 and 4.94 miu/l). Sid (B)(6) initial tsh = < 0.008 miu/l , repeat result = 1.799 miu/l. Additional lab data provided: ferritin result = 1196 unable to perform the test. Sid (B)(6) initial tsh = < 0.008 miu/l , repeat result = 10.39 miu/l. Additional lab data provided: free t4 result = error 1402 unable to perform the test. No impact to patient management was reported.

Manufacturer narrative:
The fitting of the trigger alnty ci snsr bsl of the alinity I processing module was tightened to resolve the issue. The alinity I processing module function was verified with a control run. The instrument service history verified no subsequent issues have been reported related to false depressed tsh results post the current issue was identified. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the alnty ci snsr bsl or the alinity I processing module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified.all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I tsh results for multiple samples. The following results were provided: (customer provided normal tsh results 0.35 and 4.94 miu/l). Sid (B)(6) initial tsh = < 0.008 miu/l , repeat result = 1.799 miu/l. Additional lab data provided: ferritin result = 1196 unable to perform the test. Sid (B)(6) initial tsh = < 0.008 miu/l , repeat result = 10.39 miu/l. Additional lab data provided: free t4 result = error 1402 unable to perform the test. No impact to patient management was reported.